Event description:
Intermittently, false high sodium (na) and potassium (k) results were generated by the synchron lx20 pro clinical system and were repeated by critical rerun. The samples were then re-tested on a different analyzer. These results would confirm to the critical rerun results and were reported out of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, the ise system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned the flow cell, replaced the cl electrode, the electrolyte injection cup (eic) cup and the carbon bridge. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.